Event description:
I had 9 years of my life being sick and no dr could tell me why. I started having gastrointestinal issues the same year I got my implants. Diagnosed with ibs and had a colonoscopy performed shortly after. Multiple hormonal issues - estrogen dominance, endometriosis, rupturing ovarian cysts that caused hospitalization due to size and torsion of an ovary; cystic acne, joint pain and extreme fatigue. Brain fog constantly, constantly inflamed. Ptosis of one eye, food and environmental allergies. Now I have developed hypothyroidism.